Event description:
It was reported that a patient had a device implanted for her bladder, it was helping her bladder, but she had problems that were not with the bladder. The device was affecting her digestive system, her intestines, and she couldn¿t have a bowel movement without laxatives or straining. The laxatives made her very gassy and she had uncontrollable gas to the point that she couldn¿t be around anyone. The laxatives didn¿t help and she was straining so badly for a bowel movement that she was getting heart palpitations. All of this started happening the first week in (B)(6) on (B)(6) 2015 and she didn¿t know what was going on. The patient was having problems with the implant and turned the device off three days prior to the report. Her bowels and digestive system were back to normal, and she was having normal bowel movements again. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0aaby, implanted: (B)(6) 2014, product type lead. (B)(4).